Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation at this time. Therefore, the root cause for the degeneration and stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If new information is received, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 21mm valve in aortic position was explanted after an implant duration of approximately four (4) years and nine (9) months due to non-calcific degeneration leading to severe stenosis. The patient presented initially aortic stenosis. A 21mm valve was implanted as replacement. The patient was noticed as to be well.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
An observational evaluation was performed. As received, most of sewing ring cloth was disrupted/damaged with exposure of the silicone sewing band, which appear to be related to the valve explant. Two of the implanting sutures were still on the sewing ring from outflow perspective. One white suture knot (presumably from the explanted valve) covered with host tissue was returned in the same jar. The valve was noticeably deformed that most likely related to the valve explant. Severe host fibrous (pannus) tissue growth was observed on the inflow (ventricular) side of the valve. The pannus tissue encroached onto the leaflet surface and formed a white circular tissue band. Moderate pannus growth was also noted on the surface of leaflets 1 and 2 from outflow view perspective. The leaflets were substantially stiffer when probed with fingers. The increase in leaflet stiffness is most likely attributable to the pannus tissue overgrowth and subsequent storage in formalin. No tissue calcification was depicted on any of the bioprosthetic leaflets by radiographic imaging. X-ray imaging also showed that the valve wireform and stiffener band were intact. The deformation of the wireform and stiffener band was confirmed by x-ray imaging. The severe host pannus tissue growth appears to be the primary cause resulted in the reported aortic stenosis. Host fibrotic tissue (pannus) growth is considered a part of the local host response to the initial tissue injury during surgery and as well as an ongoing response to the implanted device. The process usually results from acute and chronic inflammation, which can be triggered by trauma, a foreign body reaction, infection, or other immune responses to the implant. As such, it is extremely difficult to predict the occurrence and severity of pannus overgrowth, and the resultant pannus deposition is highly variable among patients. With limited patient information, the specific cause(s) of host tissue overgrowth observed in this particular valve cannot be determined. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. The x-ray demonstrated the wireform to be intact however distorted, and commissure 3 bent. Leaflet 1 had a 4.5mm cut near commissure 2; the cut had a smooth and even edge. Leaflet damage was observed on the outflow aspect of leaflet 3 near wireform and commissure 3, and appeared to be due to mechanical damage. The sewing ring was cut around leaflets 1 and 2, and the wireform was exposed on commissure 3. Customer report of stenosis was confirmed. Host tissue restricted leaflet mobility and led to stenosis. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.